Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips technical support specialist (tss) went onsite to evaluate the device in question. The customer's alleged malfunction was confirmed. The tss troubleshooted by inspecting the control panel and correcting the audio output. There was short-term network outages noticed. The tss deactivated the ipv6 protocol and replaced the network cable unshielded twisted pair (utp) at the monitoring center to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was confirmed network cable at the monitoring center. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported there was no audio by speaker. The device was in use on a patient at the time of the event.